Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethibond x865, vicryl plus vcp616, vicryl plus vcpb269 or monocryl, plus mcp316 suture used in this procedure? Citation: journal of arthroplasty 2014;29(2):283-287. Http://dx.doi.org/10.1016/j.arth.2013.05.031. (B)(4)

Event description:
It was reported in journal article ¿barbed versus traditional sutures: closure time, cost, and wound related outcomes in total joint arthroplasty¿ that purpose of the study was to prospectively investigate barbed sutures by comparing them to traditional sutures. The patient underwent total joint arthroplasty tka on unknown date between (B)(6) 2010 and suture was used with running technique on the subcuticular tissue. Post operatively the patient may have experienced prominent suture treated with removal with forceps and application of antibiotic ointment. The patient possibly experienced superficial infection successfully treated with oral antibiotics. In conclusion, barbed sutures are associated with a decreased time to wound closure following tka's and tha's and the financial benefit associated with saving time in the operating room is significant. Additional information has been requested.